Manufacturer narrative:
Data from the incident and quality control data was reviewed by sysmex technical support managers to verify proper function of the analyzer. The sampling on the xe-2100 involves aspirating the blood through a sample rotor valve where the center section segments the aspirated sample into measured portions that are then transported into separate chambers for dilution and counting. The specimen in question was not repeated, nor a blood smear reviewed by the user to verify the discrepant hgb when compared to the rbc and hematocrit results. Potential sample-specific abnormalities such as micro-clots, fibrin or bubbles in the sample in question, or in a previously aspirated sample that could impact the segmenting of a subsequent sample in the srv could not be ruled out. The error log was not available from the date of sample analysis for investigation, but no functional error was triggered on the sample (short sample, aspiration errors, etc.) The draining of the hgb flow cell was ruled out as a cause because the blank reading was within specifications. Analyzer data from quality control and peer group insight quality control reports showed the instrument was performing within specifications and historical data did not reveal an analyzer issue. The mathematical relationship between the rbc, hematocrit (hct) and hgb using mcv, mch and mchc indices is a standard in hematology used to verify of the accuracy of the values generated by automated analyzers. Abnormal indices are indicators of compromised samples or abnormalities of clinical significance. The hgb, as well as the mch and mchc indices in this event were significantly decreased, indicating the need for verification, but were not held for review by the laboratory. The xe-5000 is intended for screening patient populations for abnormalities, and the cbc values are used in conjunction with other signs and symptoms to determine pt diagnosis and treatment. The analyzer was performing as expected, no malfunction was confirmed. The user-defined flags on the analyzer alerted the operator to the abnormal results, but the wam rules employed by the user were insufficient to hold the specimen for further investigation and confirmation.

Event description:
The lab manager reported that an xe-5000 (serial number (B)(4)) automated hematology analyzer with a wam v. 4.0.1, generated and auto-released an incorrect low hemoglobin (hgb) result for an outpatient on (B)(6) 2011. The pt was a (B)(6) female outpatient ((B)(6)) with blood work ordered as part of an annual physical. The sample ID (B)(6) was run for a complete blood count (cbc) in the automated mode and was judged as ¿positive¿ for morphology and count, with ¿hypochromia¿ and ¿anemia¿ interpretive messages based on user-defined settings of mchc< 30 g/dl for ¿hypochromia¿ and hgb <8 g/dl for ¿anemia.¿ the results were auto-verified and released to the physician. The physician referred to the emergency room (ER) at another hospital. The pt received oxygen, and had a workup for anemia, including a cat scan to look for bleeding, and a repeat cbc. The cbc performed showed the hgb=13.3 g/dl. The work area management (wam) system is set to hold hgb <6.0 g/dl per the user¿s defined rules, but the sample hgb did not meet this criteria.